Event description:
It has been reported by the customer that the patient suffered a rupture of the prosthesis. See picture in intake tab. On (B)(6)2019 there will be a revision surgery. Event update: "deemed insufficient for medical review: provided x-ray confirms disassociation."

Manufacturer narrative:
An event regarding alleged "rupture of the prosthesis" involving an abgii stem was reported. The event was not confirmed. However, a review of the provided x-ray by the consulting clinician and results from material analysis confirms disassociation. Method & results: -device evaluation and results: material analysis indicated that "the wear observed on the hip stem trunnion and neck is consistent with loss of the taper lock between the stem trunnion and the femoral head. Eds showed the stem was consistent with an astm f1813 alloy and the head was consistent with an astm 1537 alloy. The adhered material on the head was consistent with material transfer from the stem, biological material, an oxide, and a corrosion product. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a medical review could not be performed as operative reports, office/clinical reports, serial x-rays amd examination of the explanted components. The provided x-ray confirms disassociation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that based on results of material analysis revealed that "the wear observed on the hip stem trunnion and neck is consistent with loss of the taper lock between the stem trunnion and the femoral head..."based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." However, the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, serial x-rays, patient history & follow up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported by the customer that the patient suffered a rupture of the prosthesis. On (B)(6) 2019 there will be a revision surgery.